Event description:
A customer reported a malfunction on the pump, identified as malfunction 12. The impact on the customer's blood glucose level was unknown as the caller declined to provide information. Technical support assisted the customer with resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.